Event description:
The event is reported as: the applier does not close the clips. No injuries reported.

Manufacturer narrative:
Product has not yet been received by MFR, so investigation report is incomplete at this time. A f/u investigation report will be sent when completed.